Event description:
Patient found to have acute lvad thrombus rapidly increasing in size which failed to respond to heparin therapy. His echocardiogram showed opening of the aortic valve with every beat. His lv was very dilated. Went to o.r. Emergently for vad exchange.